Event description:
Patient revised for the second time due to infection and refracture from multiple falls. Primary surgery occurred (B)(6) 2020, and first revision due to dislocation occurred (B)(6) 2020 (previously reported as MDR 3014128390-2020-00033 and 3009532798-2020-00215). The first two surgeries were performed by a different surgeon. Surgeon explanted all components : 24mm glenoid baseplate, humelock ii size 12 cementles stem, 2 d=4.5mm locking screws (l=30mm and 40mm), 2 d=4.5 standard screws (both l= 20mm), 2 d=4.5mm cortical screws (both l=34mm), 40mm centered glenosphere with screw, and a 135/145 40/+6 stability humeral cup. No new components were implanted.